Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services noted that the camera was defective and that it was not repairable. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, the baton wouldn't give an image when plugged into the monitor. Other batons were tried and worked fine with the same monitor. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.